Event description:
It was reported that the physician noted short and long sensed supraventricular intervals on the device. No patient symptoms were noted to have occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.